Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurismal aortic neck was 20 mm, and the length from the proximal non-aneurismal neck to the distal non-aneurismal iliac neck was 200 mm. Vessel tortuosity was moderate with little calcification. The patient has a history of hypertension and chronic obstructive pulmonary disease. It was reported that the sheath dissected the left external iliac artery. The artery was treated with a 10 x 42 wallstent. Final angiogram demonstrated dissection of the left external iliac artery; however, there was a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.